Event description:
Patient received barium enema, patient stated later that day while at home that she had a reaction to the barium, faced swelled and lips swelled, and she broke out into large hives. Physicians prescribed benadryl. We feel that either the barium or the bag in which the barium was contained may be the cause of this illiness and that if this were used again for this patient more serious illliness may recur due to an anaphylactic type of reactiondevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.